Manufacturer narrative:
Product event summary: analysis of the lead from the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable with oversensing information. Rv pacing lead impedance has been varying within a range of 300 ohms to 3000 ohms approximately since may 2013. Evidence of ventricle oversensing has been noted on a ventricular tachycardia non-sustained (vt-ns) episode that occurred on 2014-(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing and has high impedance with a possible fracture. The rv lead was extracted and a new lead was implanted. It was further reported that the right atrial (ra) lead has elevated thresholds and high impedance with a possible fracture. The ra lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage; distal segment returned and analyzed.